Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the error code e433 occasionally occurred due to corroded and defective generator board. The motherboard failure was also causing abnormal color on the front display panel screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer error code e433 (permanent reboot/temporary failure) and that the power board was damaged. The malfunction was found during reprocessing; therefore, there was no procedure or patient involvement or delay. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to defective generator board. Olympus will continue to monitor field performance for this device.